Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. At the time of the reported event, the customer's blood glucose (bg) level was 55 mg/dl and the customer passed out. Then, the customer consumed carbohydrates and bg level increased to 160 (mg/dl) and increasing. The customer went to the emergency room (ER) and bg level had increased to 300 mg/dl. Reportedly, the customer delivered multiple boluses to address the bg level. Approximately three and half hours later, the customer left the ER with a bg level of 144 mg/dl and feeling "stable"..